Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed an exchange of endoscopic controller (ec) on system due to the error and issue was resolved. The system was tested and verified as ready for use. Isi has received the ec for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted once failure analysis is completed and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer reported video faults on the system. Before calling technical support, the customer swapped out the vision side cart (vsc) and used the same endoscope, which worked fine and were able to continue the procedure. The technical service engineer (tse) viewed system logs and saw 48404/48228/48406/45312/48221 errors on the endoscope and the endoscope controller (ec). The customer informed the tse the endoscope was working with the new vsc. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
The endoscope controller (ec) has been evaluated by the failure analysis (fa) team. Fa was not able to reproduce the reported complaint. This unit was installed into the test system and running video test 10 power cycles and was sitting idle for 1 hour. System came up with no errors and had good video on both eyes with no issue. The ec was worked as normal. Fa performed light engine sensor check and was less than <5%. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.